Manufacturer narrative:
(B)(4). Additional information: comprehensive verification testing could not be performed because the sample was not returned for evaluation. The customer did provide a photograph of the sample which revealed that the sheath body was split along the score lines and one of the tabs was separated from half of the sheath body. No further details could be determined from examination of the photo and a review of manufacturing records did not yield any relevant findings. However, an investigation is in process at the manufacturing site for a similar issue with this product. Therefore, the probable cause is manufacturing related and investigation is ongoing.

Event description:
It was reported the procedure was being performed in the specials department. When the clinician went to break the flange to peel the sheath away, the tab detached from the sheath. The clinician was able to peel the rest of the sheath and it was removed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. Additional information: it was noted this occurred 6 to 8 times over the past month with the same outcome. Seven additional mdrs have been submitted for these reported events.